Event description:
It was reported that the 9800 system had a low ma error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted and the high voltage cable replaced during the service call. The system was tested and found to be working as intended and put back into service.